Manufacturer narrative:
Product event summary: manufacturer's analysis was unable to confirm the customer comment that the external pulse generator (epg) experienced a pacing problem. However, during analysis sensitivity testing, the main printed circuit board and interconnect flex was intermittent. It was also indicated that the upper case, lower case, battery drawer, battery latches, battery latch o-rings, side bail covers, ring cover and battery drawer o-ring are contaminated. These parts were replaced and the epg was re-calibrated and passed final quality assurance tests. This device was reported as included in the field action noted but returned product investigation found the device did not perform as described in the field action. The device is no longer included as part of the field action.

Event description:
It was reported that during an implant procedure, the external pulse generator (epg) experienced a pacing problem. Another epg was used and the original epg was returned. No patient complications have been reported as a result of this event.